Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 190 mg/dl and their sensor glucose read 65 mg/dl. Customer also reported their current blood glucose was 144 mg/dl and their sensor glucose was 134 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. Customer was advised of the proper techniques to avoid inaccurate readings. Customer declined to return the product for analysis.